Event description:
It was reported that while inspecting field equipment for an upcoming surgery, it was discovered that two ratchets t-handle 6mm qc (03.632.090) no longer function. The drive mechanism would not engage and the handle would spin freely. No issues with the devices prior to discovery. No surgery or patient involvement. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.